Event description:
It was reported that a patient implanted with an impella cp experienced positioning issues. The pig tail was possibly caught on the papillary muscle. The pump was repositioned. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D9: updated devices return information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the positioning issue was determined to be an adverse event related to the anatomy of the patient since patient had a small left ventricle (lv) and small aortic arch/ventricle as the most likely cause of the position in the papillary.